Event description:
It was reported that during a da vinci hemicolectomy surgical procedure, it was noted that the cable on the fenestrated bipolar forceps had snapped. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following: the instruments distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the distal pulley. Failure analysis concluded that the mechanical indentation and burr damage was due to mishandling/misuse. The instruments clamping pulley was corroded/contaminated. Upon removal of the housing, corrosion was found on the clamping pulley and around the cable rails area. Failure analysis concluded that the corroded and contaminated damage was due to improper cleaning. The instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.